Event description:
Boston scientific received information that post aortic valve replacement an internal technical service (ts) consultant was contacted regarding atrial lead issues. A memory download was provided and reviewed. This right ventricular lead displayed stored episodes of noise due to emi that occurred likely during an aortic valve replacement procedure. The noise was present on the atrial, right ventricular pace/sense and shock channels. The noise did inhibit pacing for greater than two seconds, however the patient had an underlying intrinsic rhythm visible on the rate/sense and shock electrogram. The underlying rhythm in one episode was seventy five beats per minute and in the other episode approximately forty to sixty beats per minute. Earlier episodes approximately eight months earlier revealed appropriate episodes of ventricular tachycardia which were treated appropriately and effectively with anti-tachycardia pacing (atp). No changes were made to this lead. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.